Event description:
It was reported that pump displayed repeated cartridge change errors and customer was unable to successfully load multiple cartridges despite following instructions. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pump pneumatic area, cleaned pump, attempted to reload cartridge, and then filled and loaded new cartridge with support but issue persisted, so technical support escalated case, approved pump replacement through out-of-warranty loaner process, and customer planned to contact healthcare provider because no backup insulin therapy was available.